Manufacturer narrative:
Additional information received, indicating patient had a history of zonular weakness. The event is assessed as not related to the device; therefore, no longer deemed reportable.

Event description:
Patient had a history of zonular weakness and in the surgeon''s opinion, the most likely cause of this event is zonular weakness.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that the lens was dislocated and therefore explanted. Additional information has been requested, but not received.